Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl and a loss of consciousness. Reportedly, the cause was an due to an insulin reaction. Reportedly, customer was using lymjev for insulin therapy. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. The customer declined troubleshooting and declined to provide additional information.